Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxi 800 access immunoassay system (dxi 800) generated elevated bhcg patient results on three plasma samples obtained from one patient. Customer reported that the erroneous results from the plasma samples were reported out of the laboratory. Customer reported that the physician questioned the results. Customer reported that they collected a serum sample and ran the serum sample on the access 2 instrument in the reference laboratory which recovered a normal result. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation conclusion: customer did not request service from bec. The quality control data indicates quality control recovered within the laboratory established ranges. Cause is unknown. Reagents used in conjunction with unicel dxi 800 access immunoassay analyzer: catalog no.: 33505, brand name: access total b-hcg I calibrators, lot number: 113070. Catalog no.: 33500, brand name: access total b-hcg, 2 x 50 tests, lot number: 119436.